Manufacturer narrative:
Patient city: (B)(6) patient country: germany.

Event description:
Refence number (B)(4). Event occurred in germany. It was reported that the patient experienced an infusion set adhesion issue on (B)(6) 2026. The infusion set did not adhere due to activity while playing soccer. No further information available.